Event description:
Right upper and middle lobectomy. Slcr55g reload was loaded onto plc55 reusable stapler. Unit calibrated and was fired. Pc displayed "firing incomplete" and the knife blade was exposed. The unit cut and stapled half way down the reload distal to the proximal end. Another device was applied to complete the case without further incident.